Manufacturer narrative:
On 07/18/18, it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 375cc , catalog number 3501660, serial number (B)(4), lot number 5827272. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant and bilateral capsular contracture grade 2. The deflation was confirmed by the healthcare professional on physical examination. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 375cc on (B)(6) 2018. The patient currently is not experiencing any complications. The patient tolerated the procedure well.